Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. Further information requested (weight) but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy in approximately (B)(6) of 2019. Manufacturer representative interrogated the device and found it was unable to communicate with external devices and deemed ipg to be inoperable. To address this issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively.